Event description:
Patient stated the v-go fell off after showering and has happened a few times but could not confirm exact amount of times. Patient stated the last time the v-go fell off was last week. Patient stated he has discarded all v-go's that have fallen off.